Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient's spouse stated that on (B)(6) 2023, the patient wanted to eat something but then experienced loss of consciousness, and the cgm was reading 85 mg/dl, there is no specific blood glucose reading reported. When the patient loss consciousness an ambulance was called, the paramedics did a fingerstick, but the spouse only remembered that ¿the result was very low¿. According to the spouse the paramedics compared the readings between sensor and fingerstick once the customer was conscient, and there was no significant difference. The patient was brought to the hospital received a total of 4 injections of glucagon to raise the blood sugar level. The patient was discharged from the hospital the day after the event. The patient had a non-diabetes related surgery on (B)(6) 2023 and was taking medication because of this. The patient is now taking different medications and is taking a high dosage of paracetamol and other unspecified anti-inflammatory drugs. On the day the patient was admitted in the hospital, he took 1 tablet of zaldiar (paracetamol/tramadol 325mg/37.5mg). No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.